Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a piranha forceps was used in the ureter during a ureterolithotomy procedure performed on (B)(6) 2022. During the procedure, the forceps was inserted into the ureter. However, the jaws failed to open to perform biopsy. The patient was reportedly rescheduled for another procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a piranha forceps was used in the ureter during a ureterolithotomy procedure performed on (B)(6) 2022. During the procedure, the forceps was inserted into the ureter. However, the jaws failed to open to perform biopsy. The patient was reportedly rescheduled for another procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned piranha biopsy forceps was analyzed, and a visual inspection found the jaws/cups were in closed position when received. The links and jaws/cups were clean. Functional inspection found the jaws/cups did not open. Under magnification was possible to observed that between the clevis and links was too tight. The photograph of the device provided by the customer shows the handle, the jacket, and the cups upside down but it is not possible to identify if the cups are open. No other issues were noted. The reported event was confirmed. Based on all available information, the main reason for the jaws unable to close is the gap between the links and clevis was too tight, causing components like links and cutters to get stuck inside the clevis and consequently leading to jaws unable to correctly open or close. Therefore, the most probable cause for the reported issue is manufacturing deficiency. An investigation is underway to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.